Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath one of the rear therapy electrodes. The patient's home-health nurse instructed the patient to use hydrocortisone cream on the irritation. The medical outcome of the irritation is unknown.